Event description:
Same case as MFR report # 2134265-2009-00498. It was reported that during a coronary artery drug eluting stenting treatment procedure, the gauge of the inflation device failed to increase, a balloon rupture and patient complications occurred. The patient was emergent due to ami. The 100% stenosed target lesion was in the mid right coronary artery (rca). A 6fr mach1 fr4 guide catheter and a non-bsc guide wire was inserted. A 2.5x15mm non-bsc balloon catheter inserted, attached to an encore26 inflation device and used to successfully predilate the lesion. It is unknown whether the gauge of the inflation device "went up". A 3.0x24mm taxus express2 drug eluting stent (des) was advanced to treat the target lesion. While attempting to deploy the 3.0x24mm taxus express2 des at 20 atmospheres with the encore26 inflation device, it was noticed that the encore26 "did not go up". The stent appeared "inflated too much" and the balloon ruptured. A perforation of the coronary artery occurred. The physician attempted to stop the bleeding with an unspecified balloon, but it was "hard to stop bleeding". A non-bsc covered stent was implanted to complete the procedure. The 3.0x24mm taxus express2 des remained implanted in its intended location. There were no additional patient complications with the patient's current condition listed as being fully recovered.